Manufacturer narrative:
Vyaire medical file identification: (B)(4) a third party service technician evaluated the device. Replaced lower interface and performed a 3-year 15k pm.. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical problems with revel ventilator where lower interface is not working. No information regarding patient associated with the reported event.